Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was exhibiting a change in pace impedances on the right ventricular (rv) lead. The pace impedances are typically around 600 ohms, but rose once to 1100 ohms, then jumped to out of range values that were greater than 2000 ohms. The patient was brought in for further evaluation. Isometrics and pocket and arm manipulation were performed and the impedances were stable and no noise was observed. As the observations could not be reproduced, the patient was going to be monitored. The products remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to provide additional information. The right atrial (ra) lead has now exhibited a lead safety switch due to high out of range pace impedances. After the switch, oversensed noise was also observed. Reprogrammed was recommended and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code was updated.